Event description:
Device 2 of 3. Reference manufacturer reports: 1627487-2010-03589 and 1627487-2010-03591. The patient received her scs system, including a surgical lead, on (B)(6) 2008. It was reported the patient was involved in an abusive marriage which resulted in multiple physical altercations with her spouse. As a result, the patient's lead has migrated from its original implant location. In addition, the patient has reported that her scs system causes her persistent pain. She has contacted her physician to request the system be explanted. Follow up on the patient found the scs system is still implanted; however, the patient is continuing to work with her physician.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.